Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection.